Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0309882 was satisfactory per internal procedure. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0309882 ((B)(4) tubes) were available for inspection. The retention samples showed no evidence of contamination in (B)(4) tubes from visual inspection. For investigation, a total of ten uninoculated retention tubes were incubated for seven days. Five tubes were placed in the 33-to-37-degree celsius incubator and five tubes were placed in the 20-to-25-degree celsius incubator. No microbial growth was observed in 10/10 incubated retention tubes at seven days incubation. Additionally, under uv light the incubated tubes did not show any increased fluorescence which indicates no microbial growth. No photos or returns were received to assist with the investigation. Bd will continue to trend complaints for contamination. This complaint cannot be confirmed.

Event description:
It was reported that while using 12 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: it was reported that contamination.